Manufacturer narrative:
The sample was spun for 5 minutes at 4200 rpm. Based on the tube type used, this spin time may be too short. The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
The field service engineer determined that the bead mixing speed is too high and the rack sampling position is out of adjustment. He adjusted the bead mixing speed, rack sampling position, and probes. Probe voltages and adjustments were verified. Precision testing was run successfully. The customer performed quality controls and precision testing, all results were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t stat assay on a cobas e 411 analyzer (rack system). The questionable results were reported outside of the laboratory. Patient 1: the sample initially resulted in a troponin t stat value of 0.129 ng/ml and repeated as <0.010 ng/ml, accompanied by a data flag. Patient 2: the sample initially resulted in a troponin t stat value of 0.085 ng/ml and repeated as <0.010 ng/ml, accompanied by a data flag. The repeat results were deemed correct. The troponin t stat reagent lot was 660385 with an expiration date of 31-dec-2023.